Manufacturer narrative:
Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on 26feb2019 that the patient¿s lvad encountered low speed advisory and log files reportedly showed short to shield. Log file review by technical services revealed multiple pump stoppages and low speed operations with the lvad speed below the preset low speed limit of 8200 rpm. These issues only appeared to occur while the vad was connected to the power module. Per technical services, this type of behavior had been linked to potential issues with the percutaneous lead (driveline). Driveline x-rays were reportedly completed. The patient did not report any physical damage to the driveline. Patient was sent home in stable condition with an ungrounded patient cable. No additional pump stoppages occurred with the ungrounded patient cable. On 06mar2019 technical services and clinical specialist replaced the full length of the driveline. The lvad was placed on regular grounded patient cable post repair without further alarms. The patient was expected to be observed for at least 24 hours and then would be sent home. On 07mar2019 log file review by technical services found no pump stoppages or lvad speed drops. It was reported that as of (B)(6) 2019 no further alarms occurred on grounded patient cable. Analyzed returned driveline did show an area that could have contributed to the short in circuit.

Event description:
Additional information: it was reported that after the system controller exchange and short-to-shield was noted, the patient was sent home with an ungrounded patient cable. Since the distal end percutaneous lead (driveline) replacement on (B)(6) 2019 the lvad was back on a grounded patient cable with no events. It was reported on (B)(6) 2019 that had been no additional events since the driveline replacement. On (B)(6) 2019 a low speed advisory and system controller fault. A system controller exchange was performed, and the patient was sent patient home with strict instructions to use an ungrounded patient cable or batteries. Review of the submitted log file by technical services confirmed the low speed advisory and a pump stop while the lvad was supported by a grounded power source. Per technical services, it appeared that the driveline replacement did not remove the area responsible for the pump stops. A driveline fault alarm was noted, but this occurred the driveline replacement wahich was not uncommon.

Manufacturer narrative:
Event description: additional information.